Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards valve was explanted at implant and replaced with another edwards same model and size valve. Per follow up with the healthcare provider, it was learned that this valve was explanted due to a perivalvular leak. The surgeon indicated that this event is not related to a device quality deficiency or malfunction.

Manufacturer narrative:
(B)(4). Manufacturing review. Report of an explant at implant of an aortic bioprosthetic valve due to perivalvular leak. There is no allegation of device malfunction or quality deficiency by the implanting surgeon. Per follow up with the hospital, it was learned that the subject device has been discarded. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency or malfunction related to this event. No further action is required at this time, edwards will continue to review and monitor all events.